Event description:
It was reported that a pump's battery was depleting too quickly, leading to a shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received education from technical support about the fast battery depletion due to bluetooth settings and usage patterns, and they acknowledged understanding.